Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. We did receive performance data collected from the device and have analyzed the data. Power on reset was recorded on (B)(6) 2011.

Event description:
It was reported that a power on reset occurred. The device was able to be reprogrammed out of the power on reset but experienced a power on reset shortly after. The device was explanted and replaced. No patient complications have been reported as a result of this event.